Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00430204621; offset modular humeral head; lot# 61179767; item# 00430204640; glenoid component pegged; lot# 60940476;  item# 00434903700; dual taper insert; lot# 61585673. Foreign: event occurred in (B)(6). The product was not returned to zimmer biomet for investigation. Reported event was confirmed by review of medical records which states that no complications were noted during initial procedure. Postimplant x-rays show prosthesis in place, no secondary fractures identified. Loosening of the glenoid found intraoperatively during revision procedure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04098; 0001822565-2020-00715; product not returned.

Event description:
It was reported patient underwent a revision procedure approximately three months post-implantation due to ongoing pain due to an oversized humeral head. The glenoid was found loose during the revision procedure. Attempts to obtain additional information have been made; however, no more information is available at this time. No additional patient consequences were reported.